Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient was treated with drops and underwent a stent shortening procedure on a secondary surgery.

Manufacturer narrative:
One capped vial was returned. The vial was visually inspected and no trimmed stent was visible within the vial. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Photos provided were reviewed. All four photos are of ten capped vials. Trimmed stent samples are visible in some of the tubes. The vials belong to ten separate pr files and are labeled with the file ids associated with each of those pr files. Because sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that after a glaucoma stent implant surgery, a patient has experienced endothelial cell loss with endothelial contact of the sent. Additional information has been requested.